Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that both of the patient's extensions eroded and both extension wires could be seen. The extensions and implantable neurostimulator (ins) were explanted and the patient was admitted into the hospital with a PICC line for 48 hours. He denied any trauma. He stated that about two weeks prior to (B)(6) 2016 a scab formed and one week after the scab fell off and the wires became exposed. Cultures were taken and sent to pathology. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Additional information received on 2016-jul-11 reported that the scab had been resolved, and the cultures came back negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.